Manufacturer narrative:
Date of event - used event notification date/aware date as date of event was not provided. Implant date - used event notification date/aware date as date of event was not provided.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Prior to release, the position of the 24mm device was optimal, with 13-16% compression, and the tug was good. After release of the device, it shifted to a new position, but still remained under the limbus and minimal mitral shoulder. No issues with the patient were reported.